Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump alarmed motor error and now it wasn't responding properly. The device also alarmed no delivery. The customer's blood glucose was unknown at the time of the incident; however blood glucose of 275 mg/dl was reported. Troubleshooting for the no delivery was performed and it was determined the device was working properly. Then the device alarmed motor error when the customer was changing out the set. Troubleshooting for the motor error alarm was also performed and it was noted the device had alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm, low reservoir alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. However, the insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.